Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that ¿for a month¿ a patient had a dull burning sensation, and sometimes a shock like burn, at the implantable neuro stimulator (ins) site. It was reported that the patient sometimes felt the burning sensation ¿even when ins was off¿. It was stated that once the patient turned stimulation off for an hour and it took ¿about 20 minutes¿ for the burning to go away. It was stated that the patient usually left stimulation on because therapy was good. It was reported the patient¿s stimulation was turning off, first noticed ¿yesterday¿. It was reported that body movement caused stimulation changes. It was stated that stimulation stopped during the appointment when the patient walked, bent down, sat on the table, and was lying back to upright. It was reported that palpating the ins site could induce the ins to shut off, though during the appointment it did not happen. It was noted that adaptive stimulation has been on, but that turning it off ¿didn¿t change anything¿. It was noted that impedances were checked throughout the appointment and they were ¿normal¿, 700-800. It was stated that the patient walked in the office and ¿got the stimulation off¿ feeling again, and that time the impedance for therapy was lower, 345 and 393, but still within normal limits. It was reported that normally when stimulation went off, the patient moved a bit and stimulation came back and the patient didn¿t have to intervene with the patient programmer. It was reported that the patient had not had any falls or car accidents, and that the skin around the ins looked ¿ok¿. It was stated that the ins was not slipping around in the pocket and was ¿pretty stationary¿.